Event description:
The customer reported her blood glucose reached "high" (greater than 500 mg/dl) less than a day after the pod was activated and + ketones. She gave a correctional bolus of insulin and without any success she decided to give a manual injection with an insulin pen (exact dosage was not provided). Then she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.